Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the square tube assembly on the tilt, has a broken tab. Updated issue:dealer is stating that the frame is broken at a weld. (See precord info gathering).